Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-03283. The patient reported experiencing his scs ipg pocket site getting "pretty warm" when he charges his scs system. The patient also reported that he experiences pain at his scs ipg pocket site that mostly occurs when his scs system stimulation is on. The patient states, the heating sensation is not unbearable nor burning hot. A new charger was sent to the patient per the patient's request. Additionally, a sjm representative advised the patient of charging methods and identified the patient is aware there is some warming to be expected when charging. Follow-up is pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.